Manufacturer narrative:
Evaluation summary: no data regarding product identity was received. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The root cause could not be determined. (B)(4).

Event description:
A journal article reported a case of postsurgical shallow anterior chamber and elevated intraocular pressure (iop) simulating malignant glaucoma following a glaucoma filtering device implant surgery. On the first postoperative day, the examination showed a shallow anterior chamber, the device embedded in the iris, an increased intraocular pressure (iop), an annular detachment of the choroid ciliary body, and a complete posterior vitreous detachment. Per the physician, hyperfiltration occurred that led to shunt blockage. Medical treatment including topical cycloplegics, steroid and antibiotic association and systemic carbonic anhydrase inhibitor was prescribed. A second procedure was performed. Intravenous mannitol was administered and the anterior chamber was restored using an ophthalmic viscoelastic. After surgery, the anterior chamber was deep and the iop was reduced but 12 hours later, an increased of the op was noticed. Also, the anterior chamber became flat again. During examination, a bulging bleb and an apparent shunt blockage due to the shallow anterior chamber were seen. A third procedure was performed. Intravenous mannitol was administered, ophthalmic viscoelastic was used again and an additional sutures were applied ensuring the scleral flap and fixing the conjunctiva at the limbus. The iop progressively decreased in the following days and the anterior chamber remained deep and stable. New ocular ultrasonography showed complete resolution of the cilary body detachment 15 days after surgery. Antiglaucomatous medication was prescribed. At 6 months follow-up, anterior chamber depth was fully restored. Literature reference: casini g et all. Malignant glaucoma-like syndrome after ex-press filtration surgery. Eur j ophthalmol 2015, 25(4): e42-e45.